Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming that the aortic regurgitation (ar) was severe.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 12-jun-2024, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while a pigtail catheter was placed in the left ventricle, the pressure gradient was measured simultaneously. A vasopressor was administered temporarily to increase the systolic blood pressure (sbp) to 110mmhg. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon. Following the bav, contrast study was performed. The blood pressure did not increase, and the patient went into shock. No leakage was noted but prolonged hypotension was observed. It was noted the patient transitioned to ventricular fibrillation prior to the valve placement. Subsequently, the valve was placed without pacing while cardiac massage was performed; however, the blood pressure did not return to normal and percutaneous cardiopulmonary support (pcps) was initiated. It was reported the cause was due to suspected dissection of the ascending aorta. Thoracotomy was not performed due to the patient¿s anatomy. The patient was monitored while the pcps was initiated. Due to the persistent low blood pressure even after the valve placement, cardiopulmonary resuscitation (CPR) with defibrillation was continued; the patient¿s heart rate resumed. The sbp increased to 250mmhg due to vasopressin administered during CPR. An aortography confirmed aortic regurgitation (ar) and ascending aortic dissection. Pericardial effusion was observed via echocardiogram. It was noted that acute ar and cardiac tamponade occurred due to ascending aortic dissection. Pericardial puncture was performed. Pleural effusion accumulation was also observed due to perforation of the chest cavity. Pleural puncture was performed, and bloody pleural effusion was observed which was attributed to chest cavity perforation due to aortic dissection. As a result of the cardiac tamponade and acute ar, the hemodynamics was not maintained and pcps was introduced as a supplementary circulation. Per the physician, the cause of the aortic dissection was due to surgery, and no improvement was achieved. It was noted that thoracotomy could not be performed due to cold agglutinins and pericardial drainage tube was connected to the pcps blood vessel removal, but continuous suction was possible. When the patient left the valve implant procedure, the flow of pcps could not be maintained; the myocardium did not respond to pacing and the patient died. Per the physician, the valve and the valve implant procedure con tributing factors to the patient's death were unknown.